Manufacturer narrative:
Correction: event date is being corrected from (B)(6) 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in the emergency room upon receiving vibratory alerts. Upon lead interrogation, high, out of range, high voltage pacing lead impedance issue and high, out of range, high voltage high capture threshold issue was observed on the rv lead. Patient was asymptomatic. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable prior, during and post procedure.